Event description:
It was reported that the delivery chatheter wouldn't advance over a .035 guidewire and got stuck 40-60cm through. Hemostats were used trying to push the catheter over the wire which caused the wire to kink. The entire system along with the wire was removed and replaced with a 9x4 stent. The stent was deployed successfully with no further complications reported.